Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 38 mg/dl and current blood glucose was 116 mg/dl. The customer was treated with food. The customer declined troubleshooting for low blood glucose. The customer reported that they had insulin flow block alarm. The insulin pump will not be returned for analysis. Concomitant medical products: reservoir 3ml (frn) mmt-332a.